Event description:
Caller alleging discrepant low inratio reading: (B)(6) 2013, inratio 1.5, lab 3.0. Time between testing 15 minutes. Patient's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.